Event description:
A nurse was repositioning the pulse ox from the foot to the hand when she noticed a reddened area that looked like a burn (1st degree--redness) on the foot. She put the pulse ox on the hand and monitored the site. Approximately 3 hours later, she assessed the foot and noted it was still reddened. A wound note was documented and filed.